Event description:
On november 03, 2009, a doctor reported to MFR that a pitt easy implant abutment screw had fractured.

Manufacturer narrative:
The product was returned to MFR for evaluation. Visual examination of the returned product indicated that the product met specifications. The cause of the abutment fracture was most likely due to loading after loosening.